Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump stopped working and stopped giving him alerts. Customer stated that he is not getting a low reservoir alert and missed meal bolus alerts. Customer had a bad battery alert on (B)(6). Customer does not want to troubleshoot and wants the pump replaced. Customer was advised that the pump will be replaced.

Manufacturer narrative:
The pump was tested with a water filled test reservoir. Several boluses were programmed and delivered. The units left on the display properly matched the units left in the test reservoir. The low reservoir alarm and missed bolus reminder alert feature worked properly. The pump passed all the operating currents, and passed the off no power test. No failed battery test or unexpected off no power alarms noted. The pump was received with a cracked reservoir tube lip and a cracked case near the display window corners.